Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The stapling device was being applied to the pylorus of the stomach. The reload was being used a powered stapling handle. Can fire only half of the staple line and after that, cannot complete to the end of firing. All of the indicator lights were solid. In order to resolve the issue and complete the case, changed to a new one. There was no patient harm. The patient status is alive, no injury. The device sterilization method is autoclave and the type of cleaning is manual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.